Event description:
It was reported to empi that a patient using a phoenix device for quadriceps strengthening feels that the device contributed to the return of her cancer. The patient had abdominal surgery in (B)(6) 2013 to remove a cancerous mass. When she woke up from the surgery, she was unable to activate her quadricep. She was put in an immobilizer for her leg for 6 to 8 weeks and received home health care. In (B)(6) 2014 after no gains for several weeks, the home health pt suggested nmes for her quadricep. After using the device for several weeks, the patient was able to activate her quadricep effectively and resume her exercise routine of walking on the treadmill without a brace, and also initiated outpatient pt to continue her rehabilitation. (B)(6) 2014, the patient then stated: "she should not have been using this" as she feels that the device contributed to the return of her cancer. We are not certain if the doctor told her to stop using the device. The patient said that she was told that the outpatient pt requested that the doctor provide a certificate saying she was cancer free, and the doctor did. Per the patient, her cancer has now returned aggressively and in stage 4; she is resuming chemo. (B)(6) 2014, the patient she is not using the device and will not release any more information to us.

Manufacturer narrative:
The device, electrodes and leadwires were investigated and all were found to be within specifications and no failures were detected. In addition to the device being returned, the following accessories were returned also: 193075-060 leadwire, phoenix garment connector; 193057-100 leadwire, safety socket-pin, red/black; 700211-001 bifurcated extender coaxial style lead unipatch.